Event description:
According to the customer, there was an incident in the middle of a procedure where 'the (2.0mm) non-locking screw had too much resistance in the drill hole (1.3mm) resulting in the head of the screw breaking off at the shank.'

Manufacturer narrative:
According to the customer, there was an incident in the middle of a procedure where 'the (2.0mm) non-locking screw had too much resistance in the drill hole (1.3mm) resulting in the head of the screw breaking off at the shank.' The customer reported the screw broke off in the patient but, there was no impact to the patient or the procedure. According to the customer there was no serious injury identified, follow up care needed, or medical intervention required related to the reported incident. No additional information is available at this time. The sample has been requested to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.